Event description:
It was reported that the stent was advanced through the sheath and when the stent was being pulled back into the sheath, (contrary to IFU) the end of the stent caught on the sheath edge and dislodged from the balloon. The physician tried to push the stent into the iliac, but was unsuccessful. The physician then tried to snare the stent and was not able to. The stent remains in the pt (distal aorta) undeployed. There was no pt injury or effect reported.